Event description:
(B) (4) clinical study. Same case as 2134265-2010-01743 and 2134265-2010-01744. It was reported that following a carotid artery stenting procedure, the patient experienced a transient ischemic attack (tia). The target lesion was located in the right proximal internal carotid artery with 90% stenosis and was 5mm, and a reference vessel diameter of 6 mm. Following post-dilatation, there was 10% residual stenosis. 77 days later, the patient was enrolled for a second time. The target lesion was located in the left ostium internal carotid with 95% stenosis and was 31mm long, and reference vessel diameter of 6 mm. The lesion was treated with placement of the filterwire ez and two carotid wallstent devices. Per the site, a second stent was deployed because the proximal portion of the first stent fell into an area of the patch and this was wider than anticipated and caused the first stent to move proximally. A second stent was inserted to cover the remainder of the initial lesion. However, when it was deployed, the first stent migrated further cranially and created a gap between the two stents. The second stent was fully deployed and covered the inferior portion of the lesion without any evidence of dissection. However, there remained a 2-3 mm gap between the stents and a 5 mm x 40 mm non bsc stent was used to open the stent completely and to angioplasty the intervening segment. During the post-ballooning of the second stent, the patient experienced a transient weakness in his hand. The patient did recover full strength within minutes. Following post-dilatation, there was 20% residual stenosis. A post dilatation angiogram demonstrated wide patency of both stents and the lica into the brain. There was no evidence of dissection or embolism. Intracerebral angiogram of the lica demonstrated wide patency of the cerebral carotid artery with normal branching of the middle cerebral artery. There was no evidence of filling defects or flow voids. On (B) (6) 2010, a CT of the head showed no acute intracranial abnormality and no significant change in comparison to the previous study. The patient was discharged 2 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).